Event description:
It was reported that the user experienced a sudden loss of hearing with the implant "within two hours" in (B)(6) 2023, without any apparent cause such as injury or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determined an exact root cause device investigation of the explanted device would be necessary. Explantation of the device is not planned at the moment.

Event description:
It was reported that the user experienced a sudden loss of hearing with the implant "within two hours" in (B)(6) 2023, without any apparent cause such as injury or trauma. No further steps are planned at this time.